Event description:
Pt with stick sinus syndrome was admitted for pacer insertion. Difficult to obtain capture. In pacu, pt arrested, cardiac tamponade. Returned to surgery for repair of ventricular laceration. Pt had ischemic encephalophy as a result of arrest. Life support removed, expired 2 days later.